Event description:
A consumer reported that her thermometer had allegedly given false negative readings on her four-week-old child. The device allegedly gave a reading of 34.3°c, and a temperature measurement of 37.1°c was later confirmed by a doctor. There were no complications from this incident, and the patient is doing well. Kaz USA, inc. Has requested that the product be returned to our company for testing.

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.